Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. They were not able to get it to go down with the insulin pump. They had taken manual injections but their blood glucose was still running high. The customer¿s blood glucose level during the incident was 464 mg/dl. The customer¿s current blood glucose level was 249 mg/dl. Troubleshooting was performed and insulin exited without incident. The insulin pump¿s settings were programmed accurately. The device will not be returned for analysis.